Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 02k91-29. The information in this manufacture report was initially reported in manufacture report number 3002809144-2017-00138. The incorrect manufacture location was documented in that report. This report will document all additional information pertaining to this event. Evaluation of the customer issue included a review of the complaint text, in-house testing, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 73036m800. Testing met the acceptance criteria and determined the reagent is performing acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent, list number 02k91, lot 73036m800, was identified.

Event description:
The customer observed fluctuating ca19-9 results. While using the architect ca19-9xr assay . The customer provided the following data (u/ml): (B)(6) /2017: 35.4. (B)(6) 2017: 27.8. (B)(6) 2017: 501.8. (B)(6) 2017: 22.5. (B)(6) 2017: >1200, when diluted 1:100 the corrected value was 1498.4. There was no adverse impact to patient management reported.